Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 1800 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported that late last night ((B)(6) 016) early this morning ((B)(6) 2016) the patient was receiving too much baclofen. The patient experienced overdose symptoms. The patient was responsive and nodding her head to commands but constantly required arousing. The hcp instructed the representative to place a magnet over the pump to stall it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.